Event description:
The clinic reported the hemodialysis machine had an inaccurate uf system and pt lost more fluid than the set goal(appox 1 kg). There is inadequate info concerning pt condition. This is a preliminary report.